Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue that when an attempt is made to secure the enclosure shut the teeth would not align. Evaluation revealed that the patient access panel side b slider body is open. Additionally panel side a has a six inch vinyl cut and literature bag missing. Panel sides c and d legs also exhibit vinyl tears. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).

Event description:
Customer reported that when an attempt is made to secure the enclosure shut the teeth will not align. The issue was identified during setup. There was no patient incident or injury reported.